Manufacturer narrative:
Initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient connector of the transfer set and the titanium adapter. The connection issue was further described as the transfer set disconnecting from the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter and the adapter was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient connector of the transfer set and the titanium adapter. The connection issue was further described as the transfer set disconnecting from the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter and the adapter was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a white minicap on the dark blue female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, clamp function, and integrity of seal surface testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.